Event description:
It was reported that the device had failed plunger force accuracy test. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device available for eval, returned to manufacturer on, device eval by manufacturer. Annex b: b01. Annex c: c20. Annex d: d15. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of ¿failed plunger force accuracy¿ was confirmed. Plunger force accuracy test was performed using asm. During plunger force accuracy test syringe device alarmed error code 351.6740. Internal inspection revealed a missing shaft lock inside the plunger head. A new shaft lock was installed for testing. Plunger force accuracy test then successfully passed with no errors. Device was observed to be operating as expected. Thereby confirming the missing shaft lock as the root cause. On 03-dec-2024, syringe device was received unboxed and with paperwork. External investigation did not confirm the reported problem. Internal investigation revealed a missing shaft lock in the plunger head. Device to be returned to san diego repair center for normal processing. Recommend bd san diego repair center to install missing shaft lock in plunger head. Failure investigation report attached to on in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed plunger force accuracy test. There was no patient involvement.